Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined by the field service engineer (fse) that b30 was displayed because moisture remained in the scope socket or the electrical contacts were corroded, therefore, communication with the scope became unstable. A new socket was installed, and the device was operational. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The field service engineer inspected the device onsite and reported that the b30 scope communication error persisted until the device was repaired. There was humidity in the connection socket and the socket had to be replaced. It was also noted that the xenon lamp was exhausted. The lamp was replaced, the interior of the light source was cleaned and the hour meter was adjusted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.